Manufacturer narrative:
The work order documentation associated with the device was reviewed. No issues were identified that could have contributed to the event. It was visually observed that the returned part had turned black and that the flutes were deformed at the tip.

Event description:
It was reported that during a craniotomy, while the surgeon was drilling the bur holes and proceeding to turn the flap of bone, that the router became dull and stopped cutting. It was further reported that another router was used to complete the cutting and that the procedure was completed successfully. It was reported that the delay incurred as a result of the event was minimal.